Event description:
A malfunction alarm labeled as "malf 9" occurred, but there were no notable events leading up to it. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided instructions to reset the pump, assisting the customer in the process. The malfunction did not recur, and the customer was advised that they could continue using the pump, with instructions to seek further assistance if the issue arose again.